Event description:
It was reported that pump displayed malfunction alarm and customer could no longer access pump functions. There was no reported impact to the customer¿s blood glucose level. Distributor attempted to restart pump but malfunction alarm persisted, so pump was scheduled for return and replacement pump was provided.